Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log review was performed and there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. A review of service data revealed there is no previous service history for this device. A visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There were no leak identified and all pressures were determined to be correct & stable. Device passed seal, purge & wet disposable integrity test. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis therapy. It is believed that the patient died of cardiac arrest, however, this was not medically confirmed. The patient was not hospitalized prior to death. The patient died at home in her sleep. It was unknown if an autopsy was performed. The patient was performing automated peritoneal dialysis daily prior to death using dianeal solutions. It was unknown if the patient was connected to the homechoice at the time of death. No additional information is available at this time..

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.